Event description:
Customer called to report the needle did not retract back into pod after it deployed. Customer's blood glucose got as high as 450 mg/dl before removing the pod with his diabetes educator to make sure he was doing things correctly. No further information is available.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism had fired prematurely into the needle cap, leaving the needle tip partially extended and unable to retract. This occurred prior to the placement of the device. The user failed to note this condition and applied the pod. In addition, this condition would be visible via the viewing port upon pod placement if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The lot was found to have met all acceptance criteria.